Event description:
This freedom onboard battery was not in use by a pt. The customer reported that the freedom onboard battery was at low capacity. This alleged failure mode poses a low risk to the pt because the issue was observed when the onboard battery was not in use by a pt. In addition, the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.